Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the device exhibited automatic mode switch resulting from under-sensing by the atrial lead. Programming changes were performed. The patient was in stable condition.